Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10239. It was reported the patient was not receiving stimulation on her right side from her cervical lead. The patient's pain pattern is neck, shoulders, and bilateral arm. Reprogramming was unable to resolve the issue. Lead diagnostics showed multiple high impedances and several low. X-rays identified the lead had migrated out of the epidural space. The patient underwent surgical intervention where her penta lead was replaced with a new one. Intra-operative testing showed all contact impedances were normal prior to being connected to the ipg. Once the leads were connected to the ipg, contacts 1, 2, 9, and 10 were invalid. Reprogramming was able to capture right neck and right shoulder coverage.